Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during the procedure presented a lot of visible bubbles. To solve the issue the device was replaced. No more information provided to procedure or patient outcome. Device return status is unknown.